Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: part # 115340, comp rvs hmrl ti tray 44mm, lot # 963700; part # 115330, comp rvrs shdr glen bsplt +ha, lot # 319980; part # 118001, versa-dial/comp ti std taper, lot # 739270; part # 115385, comp rvs cntrl scr 6.5x45mm st; part # 180502, comp locking screw 4.75x25mm, lot # 532020; part # 180511, comp non-lckng screw 4.75x35mm, lot # 852750; part # 180510, comp non-lckng screw 4.75x30mm, lot # 852660; part # 115313, comp rvsr shldr glnsp +3 36mm, lot # 179470; part # 113649, comp primary stem 9mm std, lot # 923820. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11370.

Event description:
It was reported that approximately 7 years post implantation, the patient underwent a revision due to pain, loss of range of motion, and fracturing of the humeral tray. The humeral tray and poly liner were the only components revised. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.